Manufacturer narrative:
(B)(4). Batch # l54j0m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch/lot history records were reviewed and the manufacturing criteria were met prior to the release of the batch/lot

Event description:
It was reported that during a lobectomy procedure, the jaws of the device could not open after the device was fired. The manual lever was tried, but the jaws could not open either. The surgeon used another like device and anastomosed parallel to the former like device. So the device with the tissue in its closed jaws were cut off and taken out. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # l54j0m. The ec60 device was received for analysis with the clamping mechanism damaged and with no cartridge reload present. The returned device was tested for functionality with a test cartridge reload by loading it into the device. The functional test demonstrated that the staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. Upon firing the device was disassembled to verify the integrity of the internal components and the closing trigger top was found broken. Furthermore the closure link pin was out of position. While no conclusion could be reached as to how the closing trigger became damaged and the closure link pin to be out of position, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.